Event description:
Since having the essure put in, I was bleeding for month's later along with severe pains. I was having blood clots the size of lemons. Dizziness, weight gain, loss of sex drive, and in (B)(6) 2014 I had to have a full vaginal assist hysto. (B)(4).